Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the svc exposed coil distorted at 36.1cm, explant damage. Outer insulation is cut at 22.1cm at anchoring sleeve tie down site (minimal blood inside distal conductor). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had uncomfortable chest pain due to dislodgement of the right ventricular (rv) lead with micro perforation of the patient¿s heart. The lead was found to have high increasing thresholds. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had uncomfortable chest pain due to dislodgement of the right ventricular (rv) lead with micro perforation of the patient¿s heart. The lead was found to have high increasing thresholds. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.